Event description:
Information received by medtronic indicated that the customer reported inaccurate sensor reading that triggered a threshold suspend. The customer's blood glucose was 22.8 mmol/l and sensor glucose was 2.2 mmol/l at the time of event, the difference is outside the acceptable range. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.